Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, we can confirm that no product failure could be determined. The circumstances of patients death remain unclear. An autopsy was ordered, but to-date no results have been reported. Preliminary findings indicated that the adverse event was not stent related.

Event description:
It was reported that an orsiro drug-eluting stent system was implanted in a stemi patient with a total occlusion of the rca. A t.v.p. (Transvenous pacing) was placed due to arrhythmia episodes prior to procedure. The patient had several arrhythmia episodes during the intervention. Angiographic films showed that post-procedure the stent was open and the artery had good blood flow. Approximately 1 hour post-procedure, the patient went into ventricular tachycardia (vt) and was not able to be resuscitated. Preliminary findings indicated that the adverse event was not stent related. The circumstances of death are still unclear. An autopsy was ordered, however no results have been reported. No lot number was provided.